Manufacturer narrative:
Submit date: 11/12/2008. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008, that a customer had an issue with a urinary catheter. The customer reports that after being inserted for 2 days the catheter broke in half when they rolled the patient over, half the catheter was lying on the bed and the other half was nowhere to be found. They took the patient to do a cystoscopy, but couldn't locate it. Nurses report that the patient passed it on her own.